Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed white foreign material in the water channel and the plastic/balloon material in the forceps channel could not be determined, however, it is likely that the issue was the result of user handling and insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the switch box had a scratch, the air/water cylinder had discoloration, the suction cylinder had discoloration, due to damage on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, due to damage on the channel tube the suction volume did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the plastic distal end cover had a dent, the light guide lens had a crack, the adhesive on the bending section cover rubber had a crack, the connecting tube had a scratch, and the suction tube in the universal cord were dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a balloon stuck in the working channel. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and foreign material was found in the distal end, the forceps port, the air/water cylinder, and the air/water tube, and due to damage on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.